Event description:
It was reported a patient underwent a surgery for intestinal perforation on (B)(6) 2022 and a reservoir was used. During surgery, it was found that the lower part of sterile package was not sealed and the product fell. The product was not used and another package was opened. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h4. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9 h3 evaluation: product sample received for analysis. During evaluation of sample provided by customer it was observed that the reported non-conformance is related to manufacturing process since there is not seal mark of pouch side that must be sealed. Based on the present analysis and sample evaluation, the reported defect by the customer was observed to be related to manufacturing process, since during this evaluation it was noted that the lower side of pouch was not sealed. Quality alert has been created and posted to notify to operations personnel in the finish good manufacturing line. Awareness on the current quality and manufacturing controls have been raised to operations and quality personnel: investigation and corrective actions will be followed through CAPA process. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.